Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed, seroma-late and capsular contracture baker grade ii-iii. Visual analysis of the photographs identified: seroma-late: unable to observe as it is a medical event that is not related to the device. Gel bleed: not observe. Crease folding of implant: not observe. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Wrinkling: not observe. Breastfeeding difficulties: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left side "capsular fibrosis, sweating of the implant, encapsulated fluid accumulation, implant has a fold". Healthcare professional reported "capsular contracture (fibrosis), baker grade unknown, wrinkling, inability to breastfeed after pregnancy." Healthcare professional later confirmed capsular contracture baker grade is ii-iii.the device has been explanted and replaced with a non-allergan product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: crease/folding of implant: unable to confirm as it is a medical event not related to the device. Gel bleed: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Wrinkling: unable to confirm as it is a medical event not related to the device. Breastfeeding difficulties: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed in the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side "capsular fibrosis, sweating of the implant, encapsulated fluid accumulation, implant has a fold". Healthcare professional reported "capsular contracture (fibrosis), baker grade unknown, wrinkling, inability to breastfeed after pregnancy." Healthcare professional later confirmed capsular contracture baker grade is ii-iii. The device has been explanted and replaced with a non-allergan product.